Manufacturer narrative:
Clarification d.9 date returned to mfg: device has not been received, but photos were received. Photos are being investigated. A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade IV, seroma-late.

Event description:
Healthcare professional reported rupture and capsular contracture- baker grade IV. Device has been explanted and replaced with a non-abbvie device. Healthcare professional later reported periprosthetic seroma.

Manufacturer narrative:
.

Event description:
Healthcare professional reported rupture and capsular contracture- baker grade IV. Device has been explanted and replaced with a non-abbvie device. Healthcare professional later reported periprosthetic seroma.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 08jan2024.

Event description:
Healthcare professional reported rupture and capsular contracture- baker grade IV. Device has been explanted and replaced with a non-abbvie device. Healthcare professional later reported periprosthetic seroma.

Event description:
Healthcare professional reported rupture and capsular contracture- baker grade IV. Device has been explanted and replaced with a non-abbvie device. Healthcare professional later reported periprosthetic seroma.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ seroma-late: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.